Event description:
The customer reported that the staff was performing a user initiated shift/system/operational check and the device displayed error code 20004.

Manufacturer narrative:
(B)(4): the error code 20004 was accompanied by the message/instruction system failure cycle power and the device then halts operation. The philips customer care solutions center (ccsc) provided technical support to the customer. The system log was examined. There was only the one entry of error code 20004 in the system log that corresponded to the error code 20004 encountered by the staff performing the shift check. The ccsc confirmed that the error code 20004 had occurred. The device passed all testing; therefore, the malfunction could be confirmed. The customer could not reproduce the stated problem. The device passed all testing conducted by the customer. The customer is satisfied that the device is fully functional and returned the device to service. Based on the customer's report and the system log entry we are considering this a malfunction. The cause of this malfunction cannot be determined.